Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The distal conductor was distorted at the connector and the defib conductor was distorted at various locations. Blood/body fluid was present in the conductor (not obstructed) and in/on the helix/lobe mechanism. There was a cut through the inner tubing and the outer insulation; both at 41 cm. Deformation/fracture in 5 cm proximal section of the inner coil. Extension problems. Damaged at implant.

Event description:
It was reported during implant attempt, the lead had high pacing impedance greater than 2,000 ohms. The lead was not used. There were no patient complications reported as a result of this event.